Manufacturer narrative:
Returned product was received in unused condition. During the evaluation of the device, no discrepancies were detected on visual inspection. One of the returned samples failed the accuracy test verifying the customer's reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical set, administration, intravascular leaked during testing. No patient involvement.